Manufacturer narrative:
Additional information: through follow-up, we learned, that the patient was injured and the field service engineer was unsure if additional surgical intervention was performed during cataract surgery or not. The patient is fine. No further information provided. Section d9 - device available for evaluation? Yes, the device was evaluated on the healthcare facilities by the field service engineer (fse) section h3 - device evaluated by manufacturer? Yes. Device evaluation: no device failure was identified. Probable cause: surgical complication, not equipment related. The reported issue is an anticipated/expected event for (catalys-I) and does not represent a new risk. Based on the last annual risk management review and ongoing post market surveillance activities, the probability of occurrence for the reported event remains within the rates established in the product risk management files. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that threads in capsulotomy have occurred and the capsule tear during phacoemulsification procedure. Through follow-up, we learned, that the patient was injured and additional actions were performed during cataract surgery. The patient is fine. No further information provided.